Event description:
Staff member prepared to change paraffin in the tissue processor. Excess paraffin spilled out of the processor so staff scraped it with a metal paraffin knife. When the metal knife came in contact with the drain port and lower chassis, electricity arced from one component to the other. Power resistor on the drain port was touching a lead on the keyswitch, putting 120 v ac on the top chassis.